Event description:
Malfunction of implantable cardioverter-defibrillator. Pt was walking on her treadmill when she received several shocks from the device. The next day she experienced more shocks. She was hospitalized at another hospital where the device interrogation demonstrated a markedly elevated lead impedance as well as recorded electrical noise on the electrogram channels. It was thought that the lead was fractured or nearly so. The pt was transferred to hospital and evaluated. An ep study was done. The device was explanted the next day.